Event description:
It was reported that this patient was in the emergency room, and review of the report found that the presenting egm and automatic threshold showed loss of capture in the right ventricle. It was noted that the patient had an escape rate of approximately 37 bpm. The threshold last month at interrogation was 0.5v at 0.4ms, and the voltage was set to 2.0v at 0.4ms. A lead revision was planned, where the helix would not extend after being retracted. The lead was explanted and replaced. No additional adverse patient effects were reported.